Manufacturer narrative:
Date of event: (B)(6) 2014 (exact date unknown). Additional suspect medical device components involved in the event: model: sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a revision to address excessive high impedances on the leads. No additional information can be obtained.

Event description:
A report was received that the patient had a revision procedure for an unknown reason.